Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used in the first and second part of the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, the stent was being placed to treat a stricture. Reportedly, the patient has a tortuous anatomy. During the procedure,the stent deployed partially. The physician was not able to reconstrain the stent. The physician made a second attempt to release the stent but the handle detached from the outer sheath. The physician removed the stent from the patient partially deployed. The patient's condition at the conclusion of the procedure was reported to be unstable. However, according to the physician, the patient¿s current condition is stable.

Manufacturer narrative:
A visual examination of the returned device found that the stent had been deployed from the device and was not returned. A break was noted in the outer sheath at 2mm distal to the distal handle and the stainless steel shaft was bent. The outer sheath was kinked at several locations along its length. During analysis no issues were noted in movement of the sheath along the device. The shaft was dissected at the proximal end of the clear outer sheath. No issues were noted in movement of the outer sheath along the shaft after the shaft had been dissected. The distal end of the inner lumen was withdrawn from the outer sheath and no issues was noted with its profile. The proximal end of the outer sheath was dissected longitudinally and delamination of ptfe was noted. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used in the first and second part of the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, the stent was being placed to treat a stricture. Reportedly, the patient has a tortuous anatomy. During the procedure,the stent deployed partially. The physician was not able to reconstrain the stent. The physician made a second attempt to release the stent but the handle detached from the outer sheath. The physician removed the stent from the patient partially deployed. The patient's condition at the conclusion of the procedure was reported to be unstable. However, according to the physician, the patient's current condition is stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18 (B)(4) stent partially deployed. The device was not returned; therefore, a technical analysis could not be performed. The most probable root cause classification of this investigation is operational context.  This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.    A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no similar complaints exist for the specified batch.